Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the pump had blank display. The customer¿s blood glucose level was unknown. The customer reported that the insulin pump had a replace battery alert and also stated that the display was flashing white. The customer was advised to remove the battery and insert battery alarm did not display on the pump screen. The customer was advised to discontinue use of the pump and revert to backup plan per health care professional instructions until new battery cap arrives. The insulin pump will not be returned for analysis.